Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence and suspected fluid loss. The cuff and balloon were tested but the location of the fluid loss could not be identified. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence and suspected fluid loss. The cuff and balloon were tested but the location of the fluid loss could not be identified. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.